Manufacturer narrative:
(B)(4).

Event description:
The consumer reported that the patient was experiencing uncomfortable stimulation/overstimulation. Painful stim was noted. The patient was feeling labial pain in the vaginal region. They had tried adjusting stim up and down but did not want to turn it off because it was helping with the patient's incontinence. They were using a loaner pp (patient programmer) because they misplaced the original but now would like to have the original one programmed so they can use that. This was considered a sudden change in therapy/symptoms. Event date: (B)(6), 2015. Indications for use were noted as: urinary dysfunction/sacral nerve stim. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.